Manufacturer narrative:
The pth reagent lot number and expiration date were not provided. The qc recovery data provided was acceptable. The alarm trace showed sample short and sample clot detection alarms. The field service engineer (fse) observed bubbles being aspirated by the analyzer as the racks were programmed for non-standard sample types. The fse updated the rack and camera settings and performed an instrument check successfully. The customer performed qc and a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys pth immunoassay results for 1 patient plasma sample on a cobas e 801 analytical unit. The initial pth result was 8.6 pg/ml. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated and the result was 104.0 pg/ml. The repeat result was deemed correct.